Manufacturer narrative:
(B)(4). Concomitant medical devices: item #: unknown, unknown head lot #: unknown; item #: unknown, unknown stem lot #: unknown; item #: unknown, unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. The patient underwent a revision procedure for a poly swap due to unknown reasons. Sales rep indicates there is no information on the initial implant. Attempts have been made and no further information has been provided.